Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up where it was discovered the patient¿s implantable cardioverter defibrillator was post-paced t-wave oversensing by way of the left ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made and the changes ended the oversensing. The patient was stable before, during and after the programming changes.